Event description:
Reportable based on device analysis completed on 11nov2022. It was reported that unraveled coil wire and difficulty inserting occurred. A 035/260/1 (bx/1) amplatz super stiff guidewire was advanced for use. However, during the procedure resistance was encountered at the tip when inserting into the sheath and when the device was removed from the sheath, the coil portion at the tip was unraveled. The procedure was completed with another of same device. There were no patient complications nor injuries reported. Returned device analysis revealed wire core detached.

Manufacturer narrative:
Device eval by manufacturer: unit returned with its original pouch overall visual examination did not identify failures or evidence that could be lost due to decontamination process. Visual observation revealed the guidewire was unraveled at distal section and the core wire was detached from distal tip. No further damaged was observed. Microscopic examination confirmed that the core wire was detached from the distal tip. The outer diameter of the middle of the device and the proximal section are within specifications. Distal tip outer diameter could not be measured due the damage condition.